Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - phone, voicemail, email. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.